Manufacturer narrative:
Event date: exact date unknown, event occurred end of (B)(6) 2021.

Event description:
It was reported that patients ipg was non-functional. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.